Event description:
It was reported that the patient experienced fluctuations in glucose while using the ilet bionic pancreas with a dexcom g7, including a high glucose reading of 313 mg/dl and a separate low sensor reading of 40 mg/dl, and the patient was not consistently announcing meals; the care team requested and the patient completed a factory reset, followed by successful pairing of ilet to the ilet mobile app, and education was provided on meal announcements and treatment with oral glucose. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and user education; there was no hospitalization. Investigation included review of use patterns, device setup, and connectivity, along with guided factory reset and app pairing. Investigation of this case revealed user-related factors, specifically missed meal announcements, contributing to glucose variability; no device malfunction was identified following reset and proper setup. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcements.